Event description:
On (B)(6) 2008 I was implanted with essure six weeks after the birth of our second child. My hsg was done four months later ( my cycle did not match up with available appointments at the three month mark as recommended) and I was told I was 100% occluded and could discontinue oral birth control. (B)(6) 2010 I was evaluated by a new ob/gyn for clotty, heavy, hemorrhagic (at times) bleeding during my periods. I expressed my concern that essure was the cause as that was the only new thing I had done. The doctor dismissed my concern saying "essure is non-hormonal and has no effect on your bleeding." She put me on oral birth control after doing an endometrial biopsy. (B)(6) 2011 I discontinued the oral bc as my bleeding had started prior to the end of the hormonal pills in the pack. The pills had not helped my bleeding whatsoever anyway, it was still heavy and very clotty. (B)(6) 2011 I did not have a period. I had been working out a lot and watching my diet and had lost 35 lbs. I thought my body was adjusting to the weight loss and coming off of the hormones. (B)(6) I did not have a period. (B)(6) 2011 I returned to my ob/gyn and they told me I was 13 weeks pregnant. My pregnancy progressed normally, I was being observed with weekly ultrasounds for mild polyhydramnios and had twice weekly non-stress tests due to my weight. My baby was born (B)(6) 2012. I underwent a laparoscopic tubal ligation and hernia repair (B)(6) 2012. My ob/gyn found that my left essure coil had completely migrated out of the fallopian tube and was scarred into my abdominal wall. The right essure coil had also perforated and was partially in the tube still, with the free end making contact with my colon. She elected to remove that one but decided to leave the left coil in my abdomen. Since my partial removal I still have heavy, hemorrhagic, clotty periods. I have since been diagnosed with multiple fibroids, which I did not have prior to essure implantation.